Manufacturer narrative:
Incidental findings: cuts/tears on the black power cable. Manufactures investigation conclusion: the reported tears in the black power cable insulation jacket were confirmed. Visual inspection of the returned system controller revealed tears in the black power cable insulation jacket that exposed the underlying teflon insulation tape, which wraps around the shield wire. The damaged power cable insulation jacket did not affect the functionality of the controller during testing. The controller was tested with a test power module/system monitor and a mock circulatory loop and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. No damage to the inner wires were observed. The log file downloaded from the returned controller contained approximately 2 days of data combined ((B)(6) 2021 per the timestamp). The log file recorded that the system operated with routine power cable disconnect alarms associated with power exchanges. The driveline was disconnected on (B)(6) 2021 at 10:18 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The exact cause of the tears in the black power cable insulation jacket could not be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went in for an appointment and the chord with black lead on primary controller was wrapped in electrical tape in two spots due to damage/tears. The controller was then swapped out for new one. No additional information provided.